Event description:
It was reported that a animal underwent a cystotomy procedure on (B)(6) 2022 and suture was used. After fully healed the k-9 gnawed at the location of the incision causing tissue damage on (B)(6) 2022. K-9 was treated with a topical antibiotic. On (B)(6) 2022 area on k-9 has gotten larger and is red. Cone had been removed allowing the k-9 to lick at the area. Owner was advised to replace the cone and monitor further. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If further details are received at a later date a supplemental medwatch will be sent.